Event description:
Additional information was received from the patient. They reported that the patient have been working with their physical therapist and gastroenterologist about their back pain (said they were the only ones that were listening to the patient) and said that it was suggested for patient to turn stimulation off. The patient just turned off today and the pain went away. There were imaging performed and the urologist office said that everything looked fine, no issues with the components. The patient does have a pain specialist however the office is closed right now due to covid-19 virus. They have an appointment to see nurse at urologist office on (B)(6). Patient services suggested the patient monitor their back pain and bladder symptoms now that stimulation is off and provide update at their upcoming appointment. Patient services also suggested the patient provide update to pain specialist office and ask for additional guidance and ask if there is any documentation regarding their assessment of patient's pain so they can forward to urologist.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1r4ya serial# implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1r4ya, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. They reported that the patient said she doesn't think her device is working right. After a car accident ((B)(6) 2019), the device shut itself off. It was reported that a dump truck hit the patient on the side the lead is on. She thinks the lead moved and said she can tell the lead isn't in the same spot. Patient said that when the healthcare provider (hcp) turned stimulation on, the device appeared to be working. Patient also reported having a loss of therapeutic effect. Patient said when she wakes up in the morning she can't make it 20 feet to the bathroom and has to wear adult pull ups at night. Additionally, she has been having a loss of bowel control. Patient said she increased stimulation but increasing stimulation didn't help. Troubleshooting was performed to adjust stimulation. The patient also said that when she had the car accident, all of a sudden she started having urine control problems when she gets up in the morning. No further complications were reported.